Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. Some markings were detected on the interior and exterior surface of the reservoir near the rupture line. The root cause of this condition could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that an infusor had its reservoir rupture during infusion. Reportedly, the coil cap had been "released" and the reservoir ruptured after infusing approximately 170 ml of an unknown solution. Subsequently, the contents of the device leaked onto the patient's clothing, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.